Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation, phrenic nerve stimulation, and discomfort from the right ventricular (rv) lead even at low pacing amplitude. The lead was explanted and replaced. The right atrial (ra) lead exhibited noise which was leading to inappropriate mode switching. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.